Event description:
It was reported that the controller switched to the second battery when the first battery had greater than 25% capacity still remaining. Logs files returned. Batteries were replaced. No effect on patient was reported.

Manufacturer narrative:
The pump remains implanted. It was indicated that the batteries will be returned; however, they have not been received for analysis. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Device remains implanted.

Manufacturer narrative:
Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack.